Event description:
It was reported the clinician was having severe difficulty removing the device from the PICC line, as it contained blood that had dried solid, causing the slit in the device not to open. "It was difficult to see the blood staining through the printed blue side of the biopatch." The clinician felt the device contributed to catheter migration. No patient injury was reported. Additional information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.